Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in late 2006 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure the same day (patient gender, age and weight unknown). According to the complainant, after the dilation was performed, the cre balloon would not deflate. The balloon was pulled out of the scope and the balloon was cut. The procedure was considered completed at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.